Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon detachment occurred. The target lesion was located in a non-calcified and moderately tortuous abdominal artery. An unknown manufacturer's stent graft was implanted then the equalizer 40/7/2/100 balloon catheter was inflated to an unknown atm and ruptured. The physician visually examined the balloon and noted the balloon material detached. The physician believed that the detached balloon material remained in the patient's body. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Event description:
It was further reported, a 16fr check flow sheath was inserted. Equalizer balloon was used to block blood flow and to press the stent graft. Balloon of the device was gradually deflated. There was no resistance encountered during insertion or withdrawal. It was noted there was no balloon on the device when device was removed outside the body. It is unknown when balloon detachment occurred. Inflation with another manufacture's balloon catheter was performed on the lesion after the equalizer balloon rupture occurred. Patient condition; there is no problem.

Manufacturer narrative:
Device evaluated by manufacturer: the catheter shaft was inspected for cosmetic defects and none were found. The balloon was found to be detached from the catheter. The balloon was not returned. Balloon bonds were inspected and found to be intact on the catheter. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. There were no noticeable deficiencies noted that may have contributed to the analyzed defect. The reported defect of balloon burst/ruptured could not be confirmed. The reported defect of balloon detached/separated was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).